Event description:
Secondary tubing containing IV antibiotic was found connected below the IV pump improperly resulting in antibiotic free flowing instead of infusing as directed. Tubing was connected to primary tubing just distal or below pump. This has happened on two other occasions that we are aware of. We have notified the manufacturer to recommend to remove the port/clave from below the pump or move it closer to the end of the tubing. No patients have been harmed; however, free-flowing IV fluids increase the potential risk of harm to the patient. Human factors are involved in this event. Education has been provided to staff. A design element such as a clave connection more distal on the tubing could prevent this type of event.